Event description:
It was reported during a follow-up it is suspected that this pacemaker battery is depleting faster than expected. In about a few years battery longevity has decrease due to battery consumption increase. Device remains in service. No adverse patient effects were reported.